Event description:
This is the encompass cu 3 therapeutic support control unit that burned a hole in the top of the device. I am not sure if it was being used at the time the failure occurred. We pulled all the cu 3s out of service and since then there was another cu 3 that was out of service in our warehouse that also started to melt the top plastic case in the same location as the other unit that previously failed. Manufacturer response (as per reporter) for therapeutic mattress control unit, encompass therapeutic support systemthey are planing to investigate the problem tomorrow (B) (4).